Manufacturer narrative:
Product analysis (B)(4) :equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for within a shipping box; within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. The unknown guidewire used during the event visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~44.6cm from the proximal end (figure e). The distal tip and marker band were found damaged (ovalized) (figures f & g). The distal ~3.0cm of the catheter tip appears to have been shaped with shaping damaged found (melting catheter body/coating, catheter wall thinning) (figures e & h). The catheter wall was found thinning proximal to the distal marker band and a small puncture was found at the thinning location (figure h). Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156.6cm and the usable length was measured to be ~1 47.8cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the punctured location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed at the punctured location. The likely cause of the puncture was due to improper tip shaping. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning at the location of the puncture, potentially due to the steam shaping. The puncture would have occurred due to the thinning catheter wall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that had a leak. The patient was undergoing an aneurysm embolization procedure via femoral artery access. Vessel tortuosity was moderate. It was reported that the echelon catheter and all accessory devices were prepared per the instructions for use (IFU). The catheter was tested prior to use with no issue noted. When the catheter was being guided into place with the guidewire, it was observed that there was leakage at the distal end, near the tip of the catheter. The echelon was removed and replaced to complete the procedure safely. There was no harm or injury to the patient associated with this event.